Manufacturer narrative:
Product analysis conclusion: one image capturing the endurant device handle was received. The screw gear components are broken at the end of the threads and at the end of the component. The reported deformation in-vitro was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb etlw1620c156e was intended to be implanted as part of the endovascular treatment of a 60mm aaa . It was reported that during the procedure, upon opening the devices packaging, it was noted that the back end handle was broken. The box itself was in perfect condition. The box and inner pouch were completely sealed prior to opening. A different stent graft was then used to continue with the procedure.  No cause was reported.  No additional clinical sequalae were provided and the patient was not involved.